Event description:
Pt had a cordis cypher stent implanted in the lad in 2004. They had coronary artery disease and were taking lipitor, imdur, aspirin, and nitro. They had five non-medicated stents placed prior to the cypher stent. Following the placement of the cypher stent, they had frequent complaints of pain and discomfort. Their cardiologist, followed up by eeg and angiogram but did not attribute the pain to the stent because he felt the artery to be open and flowing freely. Two months later pt re-entered the hosp due to severe myocardial infarction and a seventh stent -unmedicated- was placed just ahead of the cypher stent to re-open the artery. One week later, they suffered another severe myocardial infarction. Upon taking pt to the cath lab, the dr came out to tell reporter that the artery was completely blocked. Pt never regained consciousness and passed away several days later. Except for the cypher stent, they had always had a period of painlessness and better health after the placement of a stent.